Event description:
It was reported that the patient felt a pacemaker vibration. After programming early eri was detected. The device was explanted and replaced, and the patient was in good condition post procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device image was reviewed and multiple high-voltage charges were seen to have occurred, which caused the battery depletion. The device was tested on the bench and no anomalies were found.